Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss could not duplicate the reported issue. Fss reseated connectors from the advantech board to the instrument manager. Fss performed test run without any issues. Fss also performed the preventative maintenance (pm), which filters, batter and o-ring were replaced as part of the pm. Fss noted that the remote control is broken but it is not used by the customer. Fss also noted that the event log did not record anything after (B)(6) 2015, so he cleared it and then it recorded again. Fss also performed the field service checklist, which the system passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the whitestar signature system locked up/was stuck in prime, powered off and was stuck in phaco. The system needed to be re-booted. The problem was noted before and during treatment of the patient left eye (os). The surgery was completed normally since the clinic could restart the machine. There was no issues with the patient outcome. It was reported that no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.